Event description:
Outpatient services reports that the green needles (21g x 1-1/4) were loose. Employee reports that once you screw the white cap into the tube hold, the green cap sometimes falls off exposing the needle. Normally, the green cap has to be pulled off when phlebotomist is ready to stick the pt. Other techs state this has happened to them as well. Lot #4749796 pulled.